Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center for troubleshooting assistance of a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated that they ended therapy and changed out the cassette but not the solution bags. The technical service representative (tsr) informed the hp when starting over with new supplies that all supplies needed to be changed out. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed. The cause was undetermined. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint.